Event description:
The kangaroo pump did not alarm when there was an occlusion, which was found at 0200; the volume of the feed left in the bag had not changed in the last hour.

Event description:
The kangaroo pump did not alarm when there was an occlusion, which was found at 0200; the volume of the feed left in the bag had not changed in the last hour.